Event description:
It was reported that during preparation prior to a hip procedure, foreign substances were found inside the pouch of the cobalt hv powder. The procedure was completed with different cobalt hv powder.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to report device evaluation results. Product was returned for evaluation on (B)(4) 2015. Examination of returned device found no evidence of product non-conformance. It is believed that the fibrous material was a small clump of cardboard that began to separate during the different stages of it being manipulated from when it was initially detected in the field.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.